Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of an iol delivery system. It is unknown whether pt impact/injury was associated with this event.